Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and the threads of the battery cap were stripped. It was reported that the pump was experiencing an intermittent-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings: inexplicable reboot events, which are potentially indicative of the reported event, were observed in the black box data. Visual inspection revealed that the battery compartment was cracked in two locations. The threads of the returned battery cap were observed to be stripped. The battery cap was unable to secure to the pump per the instructions for use (IFU). The pump failed to maintain power with the returned battery cap installed; the reported event was duplicated. The battery cap damage directly caused the reported event. All of the other device failures were unrelated to the reported event. A test battery cap was used for the remainder of the testing. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no internal defects were found.